Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt claimed he was having hazard alarms, but they were not noted on interrogation. The pt felt like his pump stopped, but there was no evidence of this on interrogation. Pt did not see any visual lights on the system controller, and just heard the hazard alarm (constant tone). The pt stated that it lasted for 3 minutes. The pt was connected to batteries driving his car. The pt was in the hosp overnight and no other alarms were reported. The pt then experienced a subsequent low flow hazard event. A log file was sent and confirmed the low flow event, which was associated with a complete loss of power. The system controller was operating on battery power during the event. There was no indication of a low battery condition prior to the event. It appeared that the leads were disconnected, or possibly the battery clips were defective and were not making proper contact. The customer replaced the battery clips and resolved the alarms. No further alarms were noted.

Manufacturer narrative:
The reported event was inconclusive. The patient's log file was reviewed and the reported alarms were not confirmed; pump parameters were typical and there were no pump stop events. The patient's battery clips were replaced and the old clips were disposed of and not returned for evaluation. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The MFR is attempting to acquire the devices for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.